Event description:
During device testing, the customer could only connect the nxt band to one side of the autopulse nxt platform (sn (B)(6)). No patient involvement.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released the reported complaint of the customer could only connect the nxt band to one side of the autopulse nxt platform (sn (B)(6)) was confirmed upon testing the returned nxt platform with the nxt band. The root cause of the reported issue was that the left spool was not in the home position, which prevented the nxt band from being inserted into the left-side platform spool. Functional testing could not be performed because the nxt band could not be attached to the left-side slot, confirming the reported complaint. The spool was then adjusted to the home position to resolve the issue. Following service, the autopulse nxt platform passed the run-in and final tests without issue. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse nxt platform with sn (B)(6).